Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review. No fault found, production meets specifications.

Event description:
In this event, a customer reported that a k-file colorinox file broke during use. No injury resulted. No information available regarding part retrieved or not from the patient's mouth.